Event description:
Oscillating neonatal vent ceased circulating air due to loss of pressure while in use on pt. Alarm sounded appropriately and staff performed manual bagging while exchanging ventilator. Performance checks conducted, but error was not duplicated.